Event description:
The mast/actuator froze in the highest fully extended position with the pt in the lift. The husband could not lower the lift and called liko for assistance. The hand control "down" would not work, the emergency lowering switch on the linak control box would "push in" but this did not activate the actuator to lower the pt. Husband was not able to place a chair under his wife, but was able to push upward and release the straps allowing her to fall to the floor in his arms. Resident suffered a broken arm.